Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital with unacceptable thresholds on the left ventricular lead, which was noted at a routine follow up unaware of the date. The lead was successfully repositioned. The patient was in good condition post procedure.